Manufacturer narrative:
Initial and final MDR 2584202- MDR 3003442380-2026-05927- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced a site housing won't detach from spring event on 20-feb-2026. The blood glucose level was high and the patient was treated with multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.